Manufacturer narrative:
Concomitant medical devices: w1dr01 ipg, implant date (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think their pacing leads are getting crossed. The pacing lead remains in use. No patient complications have been reported as a result of this event.